Event description:
It was reported that the right ventricular lead exhibited noise oversensing which resulted in two (2) episodes of inappropriate high voltage therapy for the patient. The following day, on (B)(6) 2025, the lead exhibited two more episodes of noise oversensing. It was noted that lead noise was not observed prior to the initial episodes of inappropriate high voltage therapy. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).